Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pinnacle pelvic floor repair kit were used. The patient underwent another gynecological procedure on (B)(6) 2011 and pinnacle pelvic floor repair kit was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedures. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with posterior colporrhaphy and sacrospinous ligament fixation due to vault prolapse after hysterectomy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to rectocele and enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 7/8/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary problems.